Event description:
Syringe was pre-filled by pediatric pharmacy with epinephrine for administration to a (B)(6)-month-old in the cv surgical ICU. After beginning the infusion with a syringe pump, the nurse noted after a short time that there was fluid in the syringe barrel behind the plunger, indicating a likely leak somewhere along the plunger-barrel interface. New syringe/medication dose ordered and the leaking syringe was replaced. Device was returned to mfg.